Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the catheter shaft kinked and broke. The lesion being treated was located in the severely calcified and tortuous proximal circumflex artery. The physician was attempting to implant a taxus express2 2.50 x 12 mm drug eluting stenting and was using force to cross the lesion. The catheter shaft kinked and then broke outside the body. The broken portion was removed from the body. The procedure was completed with another of the same product. No pt complications were reported and the pt's status is good.